Event description:
Revision surgery - the staged rsp is from a previous non djo revision. We performed the glenoid side in (B)(6) and now are going back in to perform the humeral side.

Manufacturer narrative:
The root cause of the revision surgery was identified as instability after 3 months of pt use. There was no delay, the revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. The root cause was determined to be staged revision. The glenoid side was done 3 months earlier and the humeral side was performed in this surgery. There were no product problems. There is no information reported that showed a material, design, or manufacturing problem with the product.